Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the clip made a hole in the tissue.

Manufacturer narrative:
(B)(4). Additional information received ¿ pt and device info. (B)(4).

Event description:
According to the reporter: additional information received from the account stated that during a laparoscopic cholecystectomy procedure, the clip perforated the tissue. The surgeon was not able to squeeze the handles. No clips were able to load properly into the jaws and no clips were able to be fired from the device.